Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "155, 223 and 269 mg/dl" with the subject meter and "115, 189 and 180 mg/dl" with another device, performed within 30 minutes of each other, respectively. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (01/20/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on 1/9/2014 with the following finding: the meter passed testing, functioned properly, and no error was observed.the test strips involved with this complaint has also been returned; however, testing was not yet been completed. Once testing is completed a follow up report will be submitted.